Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump went into threshold suspend with a sensor glucose level of 49 mg/dl and a blood glucose level of 204 mg/dl. The customer also reported receiving lost sensor alerts and calibration errors. The customer was advised that the sensor would be replaced and agreed to return the device for analysis.